Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an imprecision was noted during navigation. Prior to navigation, a non-sterile registration was performed where the patient reference frame was suspected to have been removed from the headholder to perform sterilization. The imprecision was then observed following the attachment of the sterile patient reference frame. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that it was not possible to determine probable cause without further information since the behavior cannot be replicated following a passing system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
The frame was removed after the patient had been prepped for the procedure. The site then attached a sterile patient tracker and used a sterile pointer to check the accuracy, however the accuracy was not the same as during registration. Trouble shooting was performed by checking out the instruments and patient references, both of which tested okay. The issue could not be reproduced with the instruments as it was possible to create registration with non-sterile instruments and then switch to sterile ones. Cranial software checkpoints were sued to check accuracy differences between the instruments, which looked normal.